Manufacturer narrative:
Please refer to the attached investigation report. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the implant procedure relative to the subject device, a connection problem with the associated ventricular lead was incurred. Specifically, it was indicated that after being connected the lead could be removed with a pull test. The second attempt at connection, with 8 turns of the screwdriver, successfully connected the lead.